Manufacturer narrative:
(B)(4). The investigation is currently in process. A final report will be submitted at the completion of the investigation.

Event description:
The account stated that the cell-dyn 4000 generated a hgb result of 11 g/dl which was reported. The result was questioned as the patient's previous hgb had been 8 g/dl. The sample was repeated with results of 8.8 g/dl and 8.7 g/dl. There was no impact to patient management.